Event description:
The crna stated the anesthesia machine passed the leak test upon morning tests. The ge rep told us yesterday that all repairs had been made and the machine passed all tests. Today after the patient was placed on the vent there was an error message "sustained pressures" on the vent. The peep was set to 0 and the machine was registering a peep of 15. The crna hand-bagged the patient while we made sure there were no kinks in the tubing and that the scavenging system was on. We switched the anesthesia machine from or7 to or4 for the remainder of the case and the day. We spoke with the ge rep who checked the machine the day before and informed him of another incident today. He asked us to do a couple checks but we stated the machine was out of the room and he needed to get here asap to figure this out. The ge rep came back to recheck the anesthesia machine and found the issue that caused this to happen. The issue was the manifold hose on the anesthesia machine. The connector piece on the end of the manifold hose had melted inside of the hose causing lumen obstruction. The hose was replaced with a new hose and passed all tests. The cleaning instructions with this hose and connector are unclear. The cleaning instructions does not say not to include this connector piece with the cleaning/sterilization process. The plastic connector piece with the hose is cleaned and sterilized as indicated.